Event description:
It was reported that a spectrum pump displayed system error 105 in the emergency room. It was also reported the event occured at or before first clinical use and there was no patient involvement.

Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced while running a loaded set. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.